Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 600ml. Flow rate: 6ml/hr. Procedure: repair of broken ankle and tibia. Cathplace: left leg - nerve block. Pt had surgery on (B)(6) 2011 and pump was placed on (B)(6) 2011 prior to hospital discharge. The pump was supposed to last 4 days, but according to the pt it was empty in 2 days. Pt removed the pump at 8pm on (B)(6) 2011 since it was empty. Pt continues to recover and is using oral pain medication (dilaudid and percocet) as she is still in a lot of pain. No adverse event reported. Date of event: (B)(6) 2011. Per dfu: labeled filled volume: 600ml. Maximum fill volume: 750ml. Saf flow rate: 2,4,6,8,10,12,14 ml/hr. Warning: flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on the maximum flow rate. Flow rate may vary + 20%.